Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the routine follow up. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates that there had been an increase in the impedance measurements when the patient's old device was replaced and that impedances were at 1800 ohms when the new device was implanted but the physician accepted these values. As such, a lead issue was suspected to cause the impedance measurements since these were observed since the replacement procedure. Measurements were also obtained on the pacing system analyzer (psa) to confirm that it was not an issue with the new device. An x-ray was obtained on the rv lead but no issue was found. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.